Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump got wet and the touchscreen is no longer responsive. Reportedly, the touchscreen no longer turns on. Customer's blood glucose level became elevated (325 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels. It was indicated that the customer has back up manual injections for continued insulin therapy.